Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode dropped out from sensor. Customer¿s blood glucose 110 mg/dl. The troubleshooting was not performed. The sensor will not be returned for analysis.